Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jun-2018 with the following findings: a review of the pump history showed, the last delivered bolus was a 7.8 unit normal bolus. A power on reset was recorded followed by three no cartridge detected warnings and deliveries were resumed. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate. At the end of testing the basal history correctly showed 2.0 units and the total daily doses showed 48.0 units. A manual 10 unit normal bolus and a manual 10 unit audio bolus were successfully performed and were accurately recorded in the pump history. The force sensor measured within specifications. The pump cover was removed to find no defects. No alarms, power on resets or delivery interruptions occurred during testing. The complaint was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. The patient went through the pump during troubleshooting and there were no discrepancies found in either the basal, bolus or total daily dose but when the patient had to perform an air bolus, the patient alleged that there was no delivery of insulin. The patient tried 2 times with no insulin being delivered. This complaint is being reported because this issue could have an impact on insulin delivery.